Event description:
It was reported that during a da vinci s surgical procedure, the customer noted the cables on the fenestrated bipolar forceps instrument were torn at the top of the joint; the instrument was replaced and the planned surgical procedure was completed as planned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both pitch cables were found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Instrument passed electrical continuity test. Additional observation not reported by site was bent bipolar pins. The bottom bipolar pin was found to be bent upwards. A bipolar cord could not be fully installed as a result. Engineering concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable if to reoccur could cause or contribute to an adverse event.